Manufacturer narrative:
Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, when the sixth band was attempted to be deployed, a snap sound was heard, and it was noticed that the sixth band was stuck to the seventh band and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, when the sixth band was attempted to be deployed, a snap sound was heard, and it was noticed that the sixth band was stuck to the seventh band and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted the ligator head, the suture hole and the ligatr head teeth were in a good condition. Additionally, one band was returned completely deployed. The returned handle had evidence that the trip wire was secure to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator head had no bands attached and there was evidence that the device was being prepared for the procedure correctly. It is possible that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician could have resulted to the inability of the device to deploy the bands during the procedure. Based on the product analysis, it did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.